Event description:
Nurse reported advantage system blood glucose results "in the 500 (mg/dl)-hi range" and professional system results that, "would never be above 150" mg/dl within 10 minutes. "Hi" on the advantage system indicates a result in excess of 600 mg/dl. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.